Event description:
Per literature, it was reported that a total of 21 patients with myelomeningocele underwent total continence reconstruction using the artificial urinary sphincter (aus) device from 1997 to 2007. Of the 21 patient the mean patient age was 10.4 years, ranging from 6 years to 22 years. The mean follow up range was 4.7 years. The artificial urinary sphincter cuff was placed around the bladder neck. A malone antegrade continence enema was performed using appendix in 19 patients and cecal based flaps in 2 patients. Two patients underwent concomitant augmentation cystoplasty. Six patients had concomitant mitrofanoff vesicostomy using split appendix in four and monti tube in two. Immediate postoperative complications were observed in five patients including prolong ileus in two, urinary tract infection (uti) in two patient and superficial would dehiscence in one. 17 of the 21 patients achieved complete urinary continence and five were voiding with sphincter cycling. Improvement in urinary continence with dry intervals greater than 3 hours was reported in 2 patients. There were 19 patients who reported fecal continence, with 2 reporting soiling 1 to 2 times a week. Malone antegrade continence enema stoma stenosis occurred in 3 patients and 2 required revisions. Sixteen patient achieved complete continence of stool and urine. During followup 2 artificial urinary sphincters were explanted and 8 patients underwent bladder augmentation. Urinary and fecal continence in patients with myelomeningocele is achievable with a single total continence reconstruction procedure using the artificial urinary sphincter and the malone antegrade continence enema with durable results.